Event description:
Healthcare professional reported right side "exchange from textured to smooth implants due to the patient's concern with the product", "double capsule" and "completely ruptured implant with free silicone gel in the pocket." The device has been explanted. Patient representative later reported "has suffered, or will suffer, painful removal procedures, scarring, disfigurement, diagnostics and explant, reconstruction, hospitalization, additional care, as well as other treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants, along with increased risk of alcl, fear due to risk of alcl, and any condition or symptoms associated with alcl or the monitoring for or prevention of the disease and because of the accumulation of foreign and adulterated silicone particles in breast tissue, lymph nodes, and throughout her body resulting in inflammation, cellular, and subcellular damage, pain itching, and other past and future economic and non-economic damages such as medical care costs, lost wages, lost wage earning capacity and mental pain and suffering, mental anguish, emotional distress, and other physical and emotional manifestations that are severe and ongoing." This record will be for the right side. The device has been explanted and not replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.